Event description:
It was reported "an aquacel bandage was placed over her wound and was to stay on for one week, shortly after, she experienced burning and suffered 3rd degree burns as a result of the aquacel bandage."

Manufacturer narrative:
Additional information has been requested, however to date, no additional information has been received. Based on the available information, this event is deemed to be a serious injury. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include medical records and photos of the event received on november 1, 2022. Imdrf clinical signs. Code - e1726 is for "skin maceration" is not available on the database. Therefore, it is captured in h10 tab. Patient¿s age ¿ 61 years old. Patient¿s d.o.b ¿ (B)(6) 1959. Patient¿s had history of hip degenerative joint disease. It was reported that on june 28, 2021, patient underwent a left total hip arthroplasty. During the postoperative course, her incision has gone on to heal, however, she does have significant scab overlying the incision and on the lateral aspect of the distal portion of the incision where she has had a 3x6 cm portion of skin that has sloughed off. There are no signs of acute infection, and she has no tenderness to palpation or excessive warmth outside of the expected range. It was reported, she developed some eschar over the incision on the anterior approach. It was further reported, this was thought to be due to the company¿s dressing. In the clinic during re-evaluation of her previous left total hip arthroplasty, which was completed approximately few weeks ago, for which, she has had ongoing wound issues like burn leg wound from the company¿s dressing that was applied. As per her request doctor had started cefalexin 500 mg per oral quarter in die. Otherwise, she has been feeling well without any constitutional symptoms. Also mentioned that the 'large eschar over the wound has not significantly changed in size, however, it is delaminating from the underlying tissue. Also, there was some macerated tissue underlying the eschar. There is no significant drainage from the wound. The skin surrounding eschar has a small rim of erythema, however, there is no erythema extending out from the wound. She was injecting dilute local anesthetic around the lesion and into the base of the wound bed. The area was prepped and draped. The wound edges and the base of the wound was excised, debriding until it was free of necrotic nonviable tissue. It was irrigated and then obtained hemostasis. Length of the wound was greater than 10.1 cm. The skin was flapping over the wound and closed in layers with vicryl and nylon and a light dressing was applied over it. Another company¿s dressing was used including polysporin and petroleum jelly. On examination, the wound was healing well and there is an area of approximately 3 cm with widening of the incision: however, good granulation tissue at the base without any signs of purulence or infection. Also, silver nitrate was applied to the open area to decrease the hypertrophy of the granulation tissue that is forming. Further stated that is all healed now. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.